Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2018) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralight st mesh (device 1). An additional emdr was submitted to represent the bard/davol bard soft mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on or about (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with multiple recurrent ventral hernia thereby underwent robotic repair with implant of ventralight st mesh (device 1). Per op notes, ¿an left subcoastal incision was made. Recurrent ventral hernia with the mesh separated from the left superior side was noted. Most of the prior mesh was well incorporated but the part near the recurrence was free and removed. Then underlay repair was performed by placing a ventralight st mesh (device 1) facing the abdominal viscera and secured to the fascia with suture.¿ (note: the prior mesh visualized during this procedure was unknown) (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventralight st mesh (device 1) and implant of bard soft mesh (device 2). Per op notes, ¿the previous midline wound was opened. Adhesions to the anterior abdominal wall were freed. The prior mesh (device 1) was removed. Seprafilm was placed under the abdominal closure. The abdominal wall was then closed with sutures. A bard soft mesh (device 2) was placed and secured to the fascia with suture.¿ (B)(6) 2020 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with excision of bard soft mesh (device 2) and implant of synthetic mesh. Per op notes, ¿midline incision was made over the previous incision. Umbilical stalk was then detached. The hernia sac was excised and a knuckle of bowel was significantly adhesed to the previously placed mesh (device 2). The small bowel was dissected free from the mesh. Some localized adhesions to the small bowels were taken down and this was reduced. Majority of the previously placed mesh (device 2) was removed. A synthetic mesh was placed and secured with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on or about (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.